Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed when the device was moved in the pocket. Dropouts of stimulation were observed. The lead was capped and replaced.